Event description:
During a diagnostic laparoscopy the surgeon attempted to insert the 355ld and the trocar would not arm. A second 355ld was dispensed and would not arm. The third 355ld was used to complete the case. There was no consequence to the pt.